Manufacturer narrative:
The event of rupture is no longer reportable and will be unreported. Events reported are not device related. This record is considered a no complaint.

Event description:
The event of rupture is no longer reportable and will be unreported. Healthcare professional reported event caused by motor vehicle accident. Events reported are not device related. This record is considered a no complaint.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.